Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/11/2020. H.6. Investigation: two photos and twelve samples were received by our quality team for evaluation. From the photos, a cut on two blister packs were observed on the top web side. Eleven samples were received with a sealed package and one sample was received with an open package. From the samples received, seven samples were observed with a torn top web and five samples were observed with a folded top web, likely from a compression mark. Therefore, the team was able to confirm the customer experience. A device history record review was performed and a similar non-conformance was found. A quality notification was raised and the affected parts were segregated and 100% sorting was performed. The primary packaging process was reviewed, and the team found that torn top web occurred due to an over compress of the toggle switch at the nipping station. This likely occurred due to a crack found in the toggle rubber stopper of the blister down feeder roller. This would have caused an uneven compression force on both sides of the toggle clamps which eventually led to the blister units to skew / run aside and misaligned with the blister nipping roller, thereafter, when the nipping roller nips, it will cause compression marks and torn top web. The rubber of the toggle switch was immediately replaced and the compression was reset. The affected parts were segregated and sorted. After reviewing the sorting handling process, this non-conformance could have been an escapee which was failed to be removed by the production technician efficiently during sorting.

Event description:
It was reported that 10 syringes 10ml ll 21g 1-1/2in tw ID experienced a damaged or open unit package/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: bd syringe 10ml, the plastic syringe pack already opened. He bought 10 boxes (1000 eaches) of 10ml bd syringe, and when he is opening those boxes find 120 plastic was open (12 pack / box).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringes 10ml ll 21g 1-1/2in tw ID experienced a damaged or open unit package/seal where sterility was compromised. Product defect was noted prior to use. The following information was provided by the initial reporter: bd syringe 10ml, the plastic syringe pack already opened. He bought 10 boxes (1000 eaches) of 10ml bd syringe, and when he is opening those boxes find 120 plastic was open (12 pack / box).